Event description:
Boston scientific received information that this right ventricular (rv) lead had noise that was being sensed. The patient did not receive any inappropriate therapy due to this. Upon further examination, it looked like this rv lead was fractured by the clavicle. The physician also noticed that this rv lead was not sutured down during the initial implant. This rv lead was abandoned surgically and was replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.